Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the transmitter had a connection issue, however the patient did not recall an alert or message upon the issue. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter having a connection issue could not be determined. A root cause could not be determined.